Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 :date of submission 09/04/2015. Product analysis: the device was returned and evaluated by product analysis on 08/15/2015 with the following findings: the complaint that the battery cap could not be removed could not be duplicated or confirmed with investigation. A battery cap was not returned with the pump. A test cap was able to secure properly and be removed from the pump. Leak testing found no leaks. No damage or defect was found to the pump¿s internal components.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged battery cap and case w/moist) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.